Manufacturer narrative:
The customer reported that their bedside monitor (bsm) is giving a "high cuff press alarm" error. No harm or injury was reported. The customer swapped cuffs and hoses, but the issue persisted. Nihon kohden technical support advised them to clear the bedside's memory by shutting down the device, and removing all sources of power. Upon reboot, the error cleared, which resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that their bedside monitor (bsm) is giving a "high cuff press alarm" error. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitor (bsm) was giving a "high cuff press alarm" error message. The customer swapped the cuffs and hoses, but the issue persisted. Nihon kohden technical support (nk ts) advised them to clear the bedside's memory by shutting down the device and removing all sources of power. Upon reboot, the error cleared, which resolved the issue. No patient harm or injury was reported. Investigation summary: nk ts advised the customer that the manual states this is the result of enormous pressure being applied to the cuff. Nk ts recommended ensuring the patient is comfortable and does not move while taking the blood pressure reading. The customer was instructed to reboot the device and attempt to get a reading again, resolving the issue. The root cause is determined to be user education. Follow-up attempts to the customer were not answered. A review of the serial number history shows no recurrence of the reported issue.

Event description:
The customer reported that their bedside monitor (bsm) is giving a "high cuff press alarm" error. No harm or injury was reported.